Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high out of range shock impedance measurements were noted when it comes to this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. An ablation procedure was performed. No additional adverse patient effects were reported. Additional information noted that high out of range pace impedance measurements were noted on the rv lead as well, and it was noted that the out of range values were due to the fact that measurements were taken during a ventricular tachycardia (vt) ablation procedure. No further action was taken and the values were normal upon the next remote monitoring transmission.